Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: product ID: 8596sc (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2024; explant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (5.998mg/day at 30mg/ml), bupivacaine (5mg/day at 25mg/ml), and ketamine (650mcg/day at 3250mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient thought the pump had not been helping much lately. A dye study was attempted but could not aspirate. The rep was unaware of any contributing environmental, external, or patient factors. A catheter replacement surgery was performed and the catheter was tied, cut, and tied off in the pump pocket and a new catheter was implanted. The issue was resolved at the time of the report and the portion of catheter that was explanted was discarded by the customer.